Event description:
The customer reported the alarm unit will not power on. The customer reported that they replaced the batteries with a new supply and there is no physical damage to the alarm unit. The customer did not specify when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found there is corrosion due to battery leakage inside the battery compartment and on the battery springs. The alarm powers on and passes all functional tests. Note: the instructions for use has a warning statement: if there is any evidence of battery leakage, remove the alarm from use and notify the appropriate facility authority. The alarm should be disposed of according to your facility disposal requirements. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).